Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer). Section h3: alma inc. (Importer) evaluated the device and found that output met the specifications. . Based on the initial photos and information provided by the facility, alma clinical concluded that the combination of high energy and high repetition rate is the root cause for this untoward skin reaction. The independent medical expert contacted by alma determined the injury to be reversible second degree burns. Based on the non-permanent nature of the injury, the alleged event was deemed non-reportable. Alma made multiple attempts to request the facility for an update on patient condition. On (B)(6) 2018 the facility finally updated alma that the hyperpigmentation from tattoo removal has not improved at all. Alma clinical re-evaluated the incident based on additional information received and determined it to be reportable at this time.

Event description:
The suspected device (532 nm wavelength) was used on patient's ankle for tattoo removal. The facility diagnosed the injury as a burn.